Manufacturer narrative:
Additional information: d.9., g.1., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical there were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor check passed. The accelerated stress test passed. There were no fluid leaks found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the observed dried fluid could not be determined. The device history review (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that there were a ¿few¿ air detected in cassette warnings during fill 1. The patient¿s caregiver was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). After cancelling treatment, the caregiver discovered fluid leaking from inside the cassette door of the cycler. There was fluid on the cassette and in the pump module area. Upon follow up, the patient¿s caregiver verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment the next day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that there were a ¿few¿ air detected in cassette warnings during fill 1. The patient¿s caregiver was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). After cancelling treatment, the caregiver discovered fluid leaking from inside the cassette door of the cycler. There was fluid on the cassette and in the pump module area. Upon follow up, the patient¿s caregiver verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment the next day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.